Event description:
During preventive maintenance, the level sensor did not issue a low level alert as expected. The observed behavior occurred only when the device was tested using a fixture simulating thick-walled blood reservoirs. The sensor was removed from service. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.